Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. Audible beeping tones were emitted as a result. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Currently, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received. High within range pacing impedances of 145 ohms were reported on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) recommended an xray prior to device replacement for premature battery depletion. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received. This s-ICD was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted with additional information related to device explant.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. Audible beeping tones were emitted as a result. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Currently, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received. High within range pacing impedances of 145 ohms were reported on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) recommended an xray prior to device replacement for premature battery depletion. This s-ICD system remains in-service. No adverse patient effects were reported.